Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that a fixation pin was broken during a cervical procedure to implant anterior cervical plate at c4-c7. The broken piece was retrieved, no patient complications were reported.